Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife had a low blood glucose of 40 mg/dl yesterday. Troubleshooting was declined since the customer had to go to a doctor's appointment. The insulin pump was not returned or replaced.